Event description:
It was reported that following a coronary artery stenting procedure, the patient experienced a cerebral infarction. The lesion being treated in the index procedure was a 3.50mm, 90% stenosed, 32mm long portion of the mid right coronary artery mid (rca). The physician treated the lesion with predilatation and by implanting two 3.50x16mm taxus liberte study stents. Post procedure stenosis was 0% and timi-3 flow. Three days after the index procedure, the patient experienced a cerebral infarction. The patient was treated with prolonged hospitalization and was discharged 15 days after the index procedure. No additional information is available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.